Event description:
The customer stated that she has a rash around her breasts and thinks she may be having an allergic reaction to the breastshields.

Manufacturer narrative:
Medela customer service stated the breastshields were made of (B)(4), food grade material, and no latex were used in the breastshields. Customer service requested the customer to not use the breastshields since she continues to have a rash. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. During f/u with customer on (B)(6) 2013, she stated that she started using the breast pump at week 3 postpartum. The rash around her breasts started around week 7 and within two days had spread around her body, she stated the rash around both breasts seemed to outline where the shields contacted her skin. She visited her ob/gyn and dermatologist and was prescribed to a topical steroid to apply to her back, arms, and legs to calm down rash but she did not use on her breast as she continues to breast feed. She stated the rash has cleared up on breasts, legs, arms, and back but she continues to have itchiness and spots in all areas. A medela clinician spoke to the customer on (B)(6) 2013, at which time the customer stated that rash has improved with the topical steroid. She has continue to use the freestyle breast pump and states that the rash outline persists on breast and slight rash on stomach, legs and arms. She is returning to work in two weeks and she will see if the rash returns. The cause of rash, and/or itching, and/ or allergic reaction in the breastshields has not been determined at this time. It is currently being investigated under (B)(4).